Manufacturer narrative:
The field service representative found a small piece of plastic from a reagent lid in the reagent r2 probe which caused not enough r2 reagent to be dispensed. This issue was resolved.

Event description:
The customer received questionable results for multiple assays. Of the data provided, only the glucose hk gen.3 result for one patient sample was discrepant. The initial result was 60 mg/dl and was reported outside the laboratory. The repeat result was 103 mg/dl. A corrected result was sent. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. The field service representative found a valve assembly was slowly leaking and he replaced it. He verified the instrument was operational, calibration, qc, and precision testing were within specification, and there were no more erroneous sample results.